Manufacturer narrative:
Device evaluated by MFR: a visual examination of the crimped stent found that the stent had detached from the delivery system and was severely damaged with stent struts distorted and stretched. The stent protector inner diameter (ID) was measured using a pin gauge and is within the specified ID of the stent protector. It can be determined that the stent protector was not too tight on the crimped stent provided the correct removal of the stent protector was used. Based on the specified stent protector profile and the recorded crimped stent profile, there is no issues to note with the interaction between the two components. The balloon body was reviewed and no issues were noted with the overall balloon. Crimp markings were evident on the balloon wall. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The distal edge of the bumper tip of the device showed signs of slight damage. A visual and tactile examination found several kinks across the length of the hypotube shaft. These types of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a coronary artery. A 4.00 x 38 synergy ii drug-eluting stent was advanced to treat the lesion. However, during introduction, the stent was dislodged. The procedure was completed using a different device. No patient complications were reported.

Manufacturer narrative:
(B)(6). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental med watch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a coronary artery. A 4.00 x 38 synergy ii drug-eluting stent was advanced to treat the lesion. However, during introduction, the stent was dislodged. The procedure was completed using a different device. No patient complications were reported.